Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is alarming and squirting the insulin out during the manual prime. Customer stated that the drive support cap is protruding on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test due to protruded/loose drive support disk. No motor error alarm. The insulin pump was received with a missing end cap sticker.